Event description:
It was reported that the patient presented for an implant procedure. During the implant of the right ventricular (rv) lead, it was noted that the stylet failed to advance through the lead. The rv lead was not used, and a new lead was implanted. The patient was in stable condition.